Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated a low blood sugar value of 43 mg/dl. The customer reports starting a new sensor and it failed. The blood glucose tested after low blood glucose was 83 mg/dl and sensor glucose was still 43 mg/dl which is outside of the acceptable range. The customer at that time did calibration, calibration was not accepted, and received a change sensor alert. The low blood glucose was treated by paramedics providing emergency medical assistance. It is unknown if the customer was using the automode feature of the pump. The customer declined/was unable to troubleshoot the device. No further patient complications were reported. The customer will continue the use of the device.